Event description:
The patient reported that the last four times the batteries died, patient received no warning and the pump just went dead. Patient has also been going through batteries rapidly. The last set lasted only three days.